Event description:
The customer contact reported an adverse event while the device was in use. The device as programmed to deliver saline at a rate of 33ml/hr. Approximately 1 to 1.5 hours after the delivery was started, it was reported the pt's mother notified the nurse of a reported infiltration. At that time, the nurse noted there was tension edema and hematoma around the pt's vein (IV site) in the hand. The customer contact reported the tension edema was at risk for compartment syndrome; therefore, a surgical fasciotomy was performed. It was reported after the fasciotomy, the pt was stable and received "cures" for 24 hours and the "cures" were continued while at home. The customer contact reported the surgical intervention postponed the cleft palate surgery and prolonged the hospitalization for 3 days. The device was removed from clinical service. Though requested, no addition information was provided.

Manufacturer narrative:
The device was received (B)(4) 2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.